Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - used to capture the reported events of erosion.

Event description:
It was reported to boston scientific corporation that an upyslon y-mesh system device was implanted into the patient during a procedure performed on (B)(6) 2018. The patient claims the following injuries as a result of the procedure: pelvic pain, back pain, abdominal pain, erosion, a failed sling, infections, dyspareunia, severe and extensive pelvic adhesive disease. Furthermore, the patient claims to have suffered the following damages as a result of the implantation of the prior designated pelvic mesh product(s): economic damages such as medical bills, out-of-pocket expenses, and lost wages, as well as non-economic damages including but not limited to pain and suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury, and more.